Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # 0191885w, #0189945w, # 0164166w and # 0196085w. Manufacture date for lot 0191885w is 12/09/2011; manufacture date for lot 0189945w is 11/23/2011; manufacture date for lot 0164166w is 06/17/2011; manufacture date for lot 0196085w is 01/06/2012. Macroscopic and optical examination of both mas pedicle screw heads and set screws revealed thread crest and flank damage, and is consistent with set screw misalignment of the mas head and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior lumber interbody fusion at l4-5 using screws rods and vertebral body replacements. The surgeon could not get the set screws to fully tighten in both l5 screws. The implants were removed and replaced with a different system. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.